Event description:
The hcp reported that the patient developed redness and swelling of the device pocket site. Cultures of the device pocket were positive for staphylococcus aureus. The patient was treatmed with IV antibiotics and the device system explanted but not returned to the manufacturer for evaluation. The infection is reported as resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic inc. For evaluation.